Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2857580: 1752650: device migration. Device returned to device analysis. 1764768: rupture, crease folding of implant. Device returned to device analysis. 1767438: capsular contracture, double capsule. Device returned to device analysis. 1767439: capsular contracture, double capsule. Device returned to device analysis. 1949453: pain, varied injuries-ndr. Device not returned to device analysis. 1968646: anxiety - product/procedure, pain. Device returned to device analysis. 2116314: visibility/palpability, pain, anxiety - product/procedure, seroma late. Device not returned to device analysis. 2116317: anxiety - product/procedure. Device not returned to device analysis. Even though there was 1 additional complaints of rupture for this lot number, the device was returned, and after inspection no workmanship was detected. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The devices have been explanted and replaced.